Event description:
Customer reported cracking of the male luer on the primary set. Stated they no longer use the dual cap male luer protectors, the male luers are covered with sterile end caps. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
Internal file no: (B)(4). Although requested, the set has not been received. A follow up report with failure investigation results will be submitted should the device be returned for evaluation.